Event description:
Reportedly, the piece of adhesive paper remaining was still stuck to the edge of the orange tray, making it impossible to remove it from the outer box. It was required to make additional manipulation (with finger nails and/or other cutting tool) to allow the opening.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the piece of adhesive paper remaining was still stuck to the edge of the orange tray, making it impossible to remove it from the outer box. It was required to make additional manipulation (with finger nails and/or other cutting tool) to allow the opening.

Manufacturer narrative:
A production record review has been done and due to a cyberattack, this step has been affected for some devices. Therefore a deviation has been opened and those devices are included in the list of the devices impacted. This event explains the issue described in the complaint.